Manufacturer narrative:
Full establishment name: (B)(6) medical center. The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem has been confirmed along with the missing connecting tube area. Pinholes, perforations, cracks, detachments, wear, stains, damage, and dents were also found throughout the device. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report a repair request for a wrinkled connecting tube on a tracheal intubation fiberscope. An unspecified procedure has been reported to have been completed with the same device. During preliminary evaluation and inspection of the returned subject device, a missing/damaged area was found on the connecting tube. This MDR is being submitted due to the missing/damaged connecting tube area found during evaluation and inspection. No patient or user harm has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the root cause of the snake insertion tube coat peeling could not be determined, however, it was likely due to stress due to repeated use, external factors, or handling. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope¿ ¿visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities¿. In addition, the following non-reportable malfunctions were found during the device evaluation: a rubber adhesion floating, insufficient angle, operation part air leak, a rubber pinhole, forceps channel pinhole, light guide serpentine collapse, light guide bundle stain, poor vision olympus will continue to monitor field performance for this device.